Manufacturer narrative:
The root cause was found to be attributed to a sample-specific phenomenon, likely involving an unstable interfering substance, a pre-analytical contaminant, or a cross-interference that degraded during storage. A retesting of the same sample yielded normal results. As the affected sample was not available, no further investigation could be performed. The investigation did not identify a product problem.

Manufacturer narrative:
The creatinine reagent lot number was 88357301 with an expiration date of 28-feb-2026. The urea/bun reagent lot number was 885731 and the expiration dates were requested but not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable creatinine plus ver.2 (crep2) assay and urea/bun assay results for three samples from the same patient tested on a cobas c 503 analytical unit. The following results were provided: sample 1: (B)(6) 2025: the crep2 result was 55.4 mol/l. The urea/bun result was 6.23 mmol/l, sample 2: (B)(6) 2025: the initial crep2 result was 544 mol/l. The repeat crep2 result was 512 mol/l the second repeat crep2 result was 276 mol/l. The initial urea/bun result was 10.3 mmol/l. The repeat urea/bun result was 5.23 mmol/l. Sample 3: (B)(6) 2025: the crep2 result was 46.4 mol/l.